Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was using a white reload across the appendix. The surgeon fired the stapler completely and when released the anvil noticed that the knife had cut the tissue, but the staples were missing in the distal half of the transection. The surgeon used clip appliers to stop bleeding and used endo scissors to complete the small portion of the transection. There were no adverse consequences for the patient. Additional information: how much blood loss?.(B)(4). Was there a need to give the patient a blood transfusion? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. During which stroke did the event occur? Full firing was completed. What other color cartridges were used before and after this event? White used after the event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results showed that two ecr45w cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.